Manufacturer narrative:
Additional information: information indicated the patient was in good condition post procedure.

Manufacturer narrative:
(B)(4) analysis description: final analysis found the premature battery depletion was caused by excess current traced to the hybrid.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.